Manufacturer narrative:
Section d4 correction. Section g4 PMA correction. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The serial number of the centrimag console was unknown. No raw data could be provided. It was noticed after returning the patient from theatre to bedspace the consoles were plugged in. The console alarmed for zero flow and dashes were in the rpm display. The motor was observed to have stopped rotating. It was checked for loose connections but none were found. The battery was full. The pump was exchanged onto the backup console and the flow resumed. Only the motor was exchanged. Exchange resolved the issues. There was flow interrupted on the rvad circuit while exchanging but there was no hemodynamic compromise. The motor was returned to chalice.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a faulty centrimag motor. This was on a bivad patient when the incident occurred which required an emergency changeover. The cr09 form was sent across to establish the circumstances of the incident. That was to be provided once it was received. The motor would be returned after it was decontaminated. The cr09 was provided stating this was failure of the right ventricular assist device (rvad) motor. There was no patient injury. The device was directly involved. No medical intervention was done. The device would be returned. A replacement was required.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag system unexpectedly stopping was not confirmed. The returned centrimag motor (serial number (B)(6)) was functionally tested and performed as intended. Atypical events were unable to be reproduced throughout all testing, even when the motor¿s cable was manipulated. The inner wires within the motor¿s cable were also measured for continuity, and no atypical measurements were observed. Available information for this event indicates that the motor was exchanged to resolve the issue. No log files were provided. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for centrimag motor, serial number (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. L) section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. L) section 11.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3, m5, m4, and flow-related alarms, as well as appropriate operator response to these events. Centrimag motor IFU (rev. F) instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit does not operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. Incidental finding: kinked motor cable. No further information was provided. The manufacturer is closing the file on this event.